Event description:
The original complaint stated that the vessel dilator would not flush on the 4 sheaths involved in this event. After receiving analysis reports for these 4 products this event is being reported since a yellow material was found after being pushed out of the distal end of the vessel dilator when a guidewire was advanced. The event appears to be mfg related. The products were not used in the pt.

Manufacturer narrative:
The original complaint stated that the vessel dilator would not flush on the four sheaths involved in the event. There was no reported pt injury, the products were not used in the pt. No add'l pt, lesion/vessel or procedural info is available. After receiving the analysis reports for these four products this event will be reported. A yellow material was pushed out of the distal end of the vessel dilator when a guidewire was advanced. The event appears to be mfg related. Two non-sterile vessels dilators were rec'd inside of a plastic bag. No visual anomalies were observed. A guide wire was introduced through the vessel dilators. Guide wire advanced without resistance until the distal end of the vessel, where a resistance was felt, but guide wire could advance and went out of the vessel with a yellow material. The same functional analysis was performed for the second vessel dilator and the same situation was experienced. Mfg records were reviewed and no anomalies were found. Yellow material samples were identified and sent to infrared analysis, which results revealed that samples were mdx. Therefore, this failure could be considered as mfg related issue. Please note that two products with the same catalog and lot numbers with similar product failures are represented by this medwatch report. These are the first of four products involved with this event, which is associated with mfg report #9616099-2005-01539 and #9616099-2005-01540 and 9616099-2005-01541.